Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted too low in the annulus resulting in severe paravalvular leak (pvl). Cardiopulmonary resuscitation (CPR) was initiated for hypotension. A snare was used to reposition the valve into an appropriate position. It was reported that the valve was deformed after it was snared. A balloon aortic valvuloplasty (bav) was performed to expand the valve. Still the valve was not fully expanded. Subsequently, a second valve was implanted valve in valve. Femoral-femoral bypass was initiated. Once the patient was stabilized, femoral-femoral bypass was discontinued. Mild paravalvular leak and improved left ventricular ejection fraction were reported. Again, the patient became hypotensive due to bleeding into her chest and abdomen. Eight units of packed red blood cells were administered. The patient expired. Additional information was received that the physician felt that during the CPR, the pressure on the chest potentially punctured a lung or lacerated an organ and caused the bleeding into the chest and abdomen. The CPR was performed after the first valve implant and before the second valve was implanted. No autopsy will be performed.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. In this case, inaccurate delivery (low positioning) was reported as a potential cause. Inaccurate delivery is often influenced by patient anatomy and user technique, but a root cause of the low implant depth could not be determined from the available information. Additionally, the report of "deformed valve due to snare" could not be confirmed, as the device was not returned for evaluation and no imaging was provided. The patient's death was reported to be related to bleeding in the chest and abdomen, with no causal relationship to the subject valve.

Manufacturer narrative:
Corrected information: no eval explain code.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. No autopsy was performed and the devices remain implanted. (B)(4).